Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a 4th metacarpal fracture repair, the tip of the 1.1 mm drill bit broke off into the bone. The drill bit tip was unable to be retrieved, and remains in the bone. The broken drill bit was discarded and will not be returned. The surgeon changed to another drill bit and completed drilling to implant the screws, with no further problem. There was no surgical delay, no additional medical or surgical intervention, and no reported harm to the patient. The surgery was successfully completed. There is one device involved in this complaint. Concomitant devices reported: unknown drill (part # unknown, lot # unknown, qty. 1); unknown screws (part # unknown, lot # unknown, qty, unknown). This is report 1 of 1 for (B)(4).